Event description:
Haemonetics received a complaint on (B)(6) 2012, for "blood filter burst during 1st draw due to twisted set up of tubing on outlet of filter to pump/centrifuge", on a pcs2 machine. Due to the filter bursting, blood from the donor splattered onto the operator. The operator sought medical attention. Blood tests were ordered and the results were negative, however, the operator was prescribed truvada for 28 days of prophylactic treatment. The pcs2 device has built in safety faults to alert the operator that the pressure is being exceeded. The manual instructs to inspect the tubing for kinks before starting the procedure. The customer reported seeing the tubing kink during set-up.

Manufacturer narrative:
Haemonetics field service engineer inspected the device. The device passed all testing parameters and is within MFR specs. (B)(4).